Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up , a high ventricular rate due to noise was reported on the right ventricular (rv) channel. The rv lead was capped and replaced in order to resolve the issue and the patient was stable.